Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and low impedances. The lead was explanted and replaced. Upon lead extraction, it was noted that the lead exhibited insulation anomaly.